Event description:
It was reported that during a ptca treatment procedure involving restenosis of a previously placed stent in an unspecified coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 4 atm's on the initial inflation. No patient injuries were reported. Patient status is reported as "good". The patient was asymptomatic during this event. A 6fr terumo introducer sheath, a guidant balance guidewire (size unknown), a terumo guide catheter (size unknown) and a b. Braun inflation device were also used in this case. The procedure was successfully completed. Patient status is reported as "good".